Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: four photos samples were received by our quality team for investigation. Upon visual inspection, it was observed that there is a yellow substance in the surface of the locking access dilator component. Based on the visual inspection performed, the failure mode could be confirmed. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Mat# 50-7245a lot# unknown. It was reported by customer that three of these were contaminated. Verbatim: rcc received a complaint via email. Email(s) attached regarding order confirmation (B)(4), po 12723762, item 50-7245a, drn ln lk pleurx peritx three of these were contaminated.

Event description:
Mat# 50-7245a lot# unknown. It was reported by customer that three of these were contaminated. Verbatim: rcc received a complaint via email. Email(s) attached. Regarding order confirmation 5008899844, po 12723762, item 50-7245a, drn ln lk pleurx peritx three of these were contaminated.

Manufacturer narrative:
Pr 9024666 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f24 h3 other text : see manufacture narration.